Event description:
The facility representative reported a pump that is "not giving the correct bolus, overinfusion". This was found during pt use, with no pt injury reported. Although baxter attempted to obtain additional info non was available at the time of this report. No additional details were available regarding additional contact info.

Manufacturer narrative:
The device has not been received for evaluation. A follow up report will be submitted when more info becomes available.